Event description:
It was reported that the patient underwent a sling procedure to treat pelvic organ prolapse. The patient experienced bladder pain, with urinary incontinence, bowel incontinence, back pain with bilateral nerve damage in her legs, and severe abdominal and vaginal pain and will require additional medical treatments. No additional information was provided at this time.

Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, urinary tract infection, and acute vaginitis. (B)(4).

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a sling procedure to treat pelvic organ prolapsed on (B)(6) 2007 concurrently with hysterectomy. The patient experienced bladder pain, with urinary incontinence, bowel incontinence, back pain with bilateral nerve damage in her legs, and severe abdominal and vaginal pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring and will require additional medical treatments. It was reported that the patient underwent partial mesh removal on (B)(6) 2012 due to deteriorating mesh. No additional information was provided at this time. (B)(4) ¿ urinary/bowel problems; undefined recurrence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, nocturia, post-void dribbling, urinary incontinence, urine leakage, urinary urgency, and hesitancy.

Event description:
It was reported that following insertion the patient experienced urinary frequency, nocturia, post-void dribbling, urinary incontinence, urine leakage, urinary urgency, and hesitancy.